Event description:
The patient's trial extensions and leads were explanted due to infection. Shortly, after the explant, an abscess was discovered and a laminectomy was performed. The patient was hospitalized and the patient's condition has reportedly stabilized.